Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that on (B)(6), 2011 at 8:30 am while in the neuro-pediatric unit the catheter was inserted via the jugular vein. An alarm rang one hour and thirty mins after the catheter was inserted. The neuro-pediatric unit team arrived and noticed that the catheter leaked and there was an edema in the insertion site of the catheter. The "anesthetist of guard" came to remove the catheter. A new cvc (central venous catheter) was inserted on (B)(6), 2011 at 2:00 am. There was no reported pt death. It has been reported that the pt was injured. The therapy was delayed / interrupted, however the time frame did not cause harm to the pt. There were no reported pt complications. The pt outcome is listed as fine. Add'l info received on (B)(6) 2011 from teleflex france stated that the pt is still hospitalized. The first cvc did not migrate out of the vessel. The second cvc was inserted in a new insertion site. Perfusion b27 was being infused into the catheter.